Event description:
It was reported that during preparation for a percutaneous nephrolithotripsy procedure, it was identified that the reusable fiber, that has been applied less than 10 times, presented black spots on the tip. The procedure was completed with another fiber without patient complications. The fiber returned and the analysis identified that the fiber was broken, since the connector was separated from the fiber body and there was an internal connector fracture; therefore, meeting reporting criteria based on this finding.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the fiber did not identify the black spots initially reported. In addition, it was observed that the fiber was broken into two pieces since the connector was separated from the fiber body, and there was no light exiting the connector face of the fiber. The fiber connector was analyzed, and it was found that the light was not passing through, indicating an internal connector fracture. The initial reported allegation of black spot was not confirmed. However, the identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire.